Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit had an error code message of various combinations of 24v, +12v, -12v, and power fail failures preceding to error code message of post timer/24v failure. Customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed operational test and resulted that the ventilator did not power up. Fi technician traced to an open fuses f3 and f4 on the power supply. Fi technician removed and replaced the fuses f3 and f4 and re-tested the ventilator. The ventilator powered up and ac led indictor was turned on with no errors generated during operation. The determination could be made that the device failed to meet specifications. Root cause for the reported issue is due to open fuses at f3 and f4 on the power supply.